Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds which led to the patient experiencing syncope. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.